Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
Additional details were received stating this lead would not stay affixed in this patient's atrium as the helix appeared to not be fully extended. The lead is expected to be returned for testing. This product issue will be re-evaluated if additional details are received.